Manufacturer narrative:
Out of warranty repair. Unit will be serviced by philips field service engineer.

Event description:
The customer reported the ventilator would not turn on and led is flashing. The customer reported the device was not in use; therefore, there was no pt involvement or harm. As the device is out of warranty, the facility biomedical engineer contacted mfrs product support (pse) for assistance. The biomedical engineer reported that he already replaced the power supply and the power mgmt board and the problem still persists. The biomedical engineer stated that he tried another power mgmt board he started to smell an electrical odor and he stopped the repair on this unit would like to have a philips field service engineer (fse) to repair this unit. No further info was provided.

Event description:
The facility biomedical engineer attempted repairs of the device but reported during installation of a pcb board there was an electrical odor and no further repair was done, and the customer requested manufacturers field service to repair the device. The manufacturers field service engineer (fse) was able to duplicate the device not powering on. The fse replaced the power management pcb board and motor controller pcb board to address the reported problem. The fse reported the power management pcb board was shorted during the service by the biomedical engineer. Applicable final testing was completed per operating specifications and passed.

Event description:
Factory analysis of the returned motor controller pcb board revealed a capacitor short which caused a failure of the 12 volt signal.